Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log analysis, the system was used on (B)(6) 2019 and all seems normal. On (B)(6) 2019 the user is notified the battery life is exceeded. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) returned to the user facility to replace the batteries. The batteries were replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The batteries were not due to be replaced until 2020, so he tested the batteries and reset the battery timer clearing the service message. The unit operated to the manufacturer's specification.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "two year battery service" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.